Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 135 closed samples for analysis. Diameter result conducted on the closed samples received is 0.242 mm in average and it fulfils the requirements of the european pharmacopoeia (ep) for this size and thread: 0.200 mm < x ave < 0.249 mm. Diameter average value is in the high range of ep requirements for this thread and usp 3/0 size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. We have also reviewed the complaint history record, and there is one previous complaint related to a similar issue in one of the other products manufactured with the same thread raw material batch used in this product, in the last 2 years (closed as not confirmed after the analysis). Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with silkam suture. The client reported that this batch sutures are too thick. Detected before use. All medwatch submissions related to this report are: 3003639970-2021-00655. No more information has been provided.